Event description:
Account reports they had "several" reports of tubing leaks in the area of the roller clamp. States at least one leak occurred almost daily for about two weeks. No chemo spills or reports of patient and/or staff injury.